Event description:
It was reported by service report that the power cord was damaged, resulting in exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the power cord was damaged, resulting in exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.